Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm anastomosis site. The 5.0mmx40mmx40cm, 4f sterling balloon catheter was advanced to the target lesion for dilation. Upon second inflation at 14 atms, the balloon ruptured. The device was then removed and the procedure was completed. No patient complications were reported and the patient status was good.